Event description:
Intra-aortic balloon (iab) inserted in the cath lab just after midnight. There were issues with balloon inflation, a leak while in cath lab, and dysfunctional pump. The pump worked intermittently until the iab was discontinued at 1315 the next day. Balloon and sheath sequestered.